Event description:
It was reported that the patient was experiencing difficulty keeping the ipg charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.